Event description:
The following has been reported: "error 18, power connection, psu board faulty." Device history record was reviewed, no event linked with the reported issue was found. Device history logs were not provided, therefore no review could be performed. The subject device (model agilia sp, serial number 24879164) were not returned to our laboratory for analysis, and neither was the suspected defective power board. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported event was confirmed using pictures that were provided. Based on available information, the root cause of the reported issue could be linked to a defective power board. However, since the subject device was not returned, the root cause remained unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.